Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/06/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no unexplained pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap threads and coin slot were also damaged; however, the battery cap secured properly to the pump and a power loss was not duplicated. The battery cap contact height did not measure within specifications. The pump was exercised for 24 hours with no duplicated power interruptions or call service alarms observed. The pump case was removed and no evidence of moisture ingress or loose components was found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.